Manufacturer narrative:
An intuitive surgical technical support engineer spoke to the initial reporter and it was determined that the homing issue experienced by the customer was caused by the patient side manipulator (psm) insertion axis becoming stuck due to the cabling. The initial reporter reset the cabling and was able to home the system without any issues. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. An intuitive surgical field service engineer went onsite and replaced the psm. The psm was returned to intuitive surgical for failure analysis investigation. During internal testing, engineering was unable to replicate the customer reported homing and recognition/engagement failures. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the beginning of a da vinci radical cystectomy procedure, the surgical staff experienced issues with an instrument arm not recognizing the instrument sterile adapter. The issue was resolved, however, the surgical staff had difficulty exchanging instruments on the same instrument arm during the middle of the procedure. The sterile adapter was reseated and the system began alarming. The system was rebooted, however, the affected instrument arm failed to home after restart. Multiple system reboots were attempted, however, the homing issue could not be resolved. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient post-surgical complications were reported.